Manufacturer narrative:
D4: lot number, UDI section, expiration date and h4: manufacture date are unknown, no information has been provided to date. G5: 510k is blank, this catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during pre-testing, the device had cracks in the connection with the blood transfusion line. No adverse effects or patient injury have been reported.

Manufacturer narrative:
Evaluation codes: updated device evaluation: one device and two photos were submitted for investigation. Photo one shows a hotline warming set of part number l-70; the whole device is visible in this photo, but no damage or dysfunctional conditions are observed. Photo two shows a close-up of the proximal end female luer connector which is observed to have a crack. Visual inspection confirmed the crack and the complaint. The production floor was audited to identify any potential operation or behavior that could cause a cracked luer connector of this part number. No faults were identified. Thirty (30) randomly selected units were taken from the manufacturing process. The units were visually inspected to verify that the components do not present any damage. No discrepancies were found during the inspection. Based on the sample returned by the customer it was not possible to replicate the failure or confirm as manufacturing process caused. After reviewing the mitigations that are performed during the manufacturing process to detect damaged component, the root cause is that the connector became damaged after the product left manufacturing facilities. No lot number was provided; therefore no device history report (DHR) review could be completed. No corrective actions are required because the mitigations on place were revised and are being executed as determined by procedure. This failure will continue to be monitored to determine if new actions need to be taken.